Event description:
It was reported that patient underwent an open rotator cuff repair in 2008. During procedure, suture anchors were inserted, and when surgeon attempted to remove the inserter shaft from the anchor, the implant would not dislodge; the anchor pulled out, leaving a void. A second anchor was inserted a few centimeters away, with the same results. A 20-minute delay in the procedure was encountered and approximately 10mm of bone was removed when the anchor was pulled out.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. This report filed october 27, 2008.